Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire became stuck within the left ventricular (lv) lead and could not be separated. As a result, the lv lead was not used during the procedure. The patient remained stable throughout the procedure.